Event description:
Device malfunction: none. Symptoms/ae: vasospasms. Time of ae: during the procedure. It was reported that during the left internal carotid artery stenting procedure, after stent implantation, the patient experienced some vasospasms which were successfully treated with verapamil. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Vasospasm is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. The lot number was not identified; therefore, a device history record review could not be performed.